Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tag sticking to the implant within packaging.

Event description:
Healthcare professional through sales representative reported "the implant had a tag of some sort sticking to it in the package". The device was not implanted. There was no patient involvement.